Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the backlight inverter pcb. The ventilator passed all testing.